Event description:
Ethicon trocar was placed in abdomen and the trocar broke near the top at the ribbed area of stem; surgeon then removed the stem from the patient's abdomen and a new trocar was placed.manufacturer response for trocar, ethicon (per site reporter).======================spoke to the rep.device #1is this a laboratory device or laboratory test?no.